Event description:
It was reported that cartridge alarm 20 occurred repeatedly with consecutive cartridges while pump was in use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty and shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.